Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument black wire was coming apart. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during sterile processing inspection, the technician noticed that the instrument¿s black conductor wire was starting to break or appeared pinched near the pulley area. The issue did not occur during use with the system, and no functional failures (e.g., arcing, smoking, loss of energy) were reported. No photos or videos are available, and the instrument has already been sent to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). The instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).